Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The implant is not fractured. Failure mode was changed to implant loss. The corrected codes that are included in this follow-up report: medical device problem code: 2408. Type of investigation: 10. Investigation findings: 213. Please remove codes: medical device problem code: 1260. Type of investigation: 4112. Investigation findings: 3252 + 3243.